Event description:
Per the clinic, the patient experienced pain around the implant site and was treated with IV morphine and antibiotics "for the past four days" prior to (B)(6) 2012 (exact date not reported). The issue could not be resolved, and the implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Correction: the device that was explanted in 2010, was not due to meningitis, as previously reported in initial report. The device was explanted due to performance decrement as previously reported on MFR report # 6000034-2010-00578. Reimplantation is planned, but has not occurred as of the date of this report. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). Other text : implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2012. This report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.